Manufacturer narrative:
No product malfunction was found. A philips field service engineer (fse) went to the customer site, and ran tests on the mx700 and also the x2 module; the fse found no faults. The fse obtained the alarm audit log from the pic ix used in this case, and provided the log to a philips complaint investigator (ci). The log was reviewed by the ci. A ECG lead off message was generated at 2:43, which ended at 3:07. Yellow spo2 and nbp alarms were seen, along with several red desat alarms; the desat alarms were silenced each time, except for the final alarm at 3:06. No parts were ordered and no repair was warranted. The device remains at the customer site, and there have been no subsequent calls logged for this device/issue. No further investigation or actions are warranted at this time.

Event description:
The customer reported that a philips field service engineer (fse) was needed to inspect unit after incident involving a patient death occurring between 2:43 and 3:07 on (B)(6) 2019.